Manufacturer narrative:
The product and/or batch lot information was not provided from the initial reporter, therefore, we are unable to proceed with device evaluation.

Event description:
Case description: an attorney reported that his client, a female, used thermacare pain relieving heatwraps, version unk 1 application for one hour, 1 /day for 1 day in 2006, and was severely burned on her stomach; she suffered second and third degree burns and related maladies such as fever and infection; she was still in tremendous pain and was under the care of a nurse as normal daily activities had turned difficult. The attorney reported that while it was too early to comprehend the extent of her injuries, it appeared likely that plastic surgery would be necessary. The case outcome was not recovered/not resolved. Past medical history included: allergy - unk, medical history- unk. No further information was provided.